Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional undersensing on stored events. No reprogramming was requested, normal device function was noted, and the lead remains in use. No patient complications have been reported as a result of this event.